Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported a vasoview hemopro event without any information. They did not report any patient effects. Still trying to get details of the event as cv coordinator, (B)(6) left me a message and we have been unable to connect. More details to follow wk of (B)(6). No patient injury.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported a vasoview hemopro event without any information. They did not report any patient effects. More details to follow wk of (B)(6). No patient injury.